Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated they had a MRI yesterday, but wants to know what could happen if his device wasn't turned off. The patient said the tech left the room and said he put the patient's device in MRI mode, but during the MRI the patient still felt like he was getting "slight" stimulation in the same location as he usually does. The patient stated he didn't say anything during the scan, but after he turned his stimulation back on and he felt stimulation in the intended location as well as another location. The patient wanted to know who to check with to see if something happened to his device while in the MRI machine yesterday. No further complications were reported. No additional patient symptoms were reported.